Manufacturer narrative:
Combination product: yes.

Event description:
Noise was reported on the rv channel while rv pacing during follow-up. No noise was seen when the device is not rv pacing, including during postural and isometric testing. Testing threshold with surface was recommended as capture was not clear with the rv lead noise. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.